Manufacturer narrative:
Investigation: the complaint was investigated for a temperature error with the z6ms transducer. The defective transducer was returned, and investigation was performed. The cause of the issue was determined as gastro flex thermistor fault; this is related to design. Improvements to the gastro flex trace were implemented into forward production, since march 2017. The defective transducer returned from the customer site was manufactured prior to the corrective action. The issue at the customer site was resolved by providing a replacement transducer via the service process.

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented.

Event description:
It was reported that during patient planning for a transesophageal echocardiography (tee) procedure, the transducer generated a temperature error usacquisitionhw_31. The patient was not in the room at the time the reported error occurred. The patient presented back to the user facility 2 days later for the tee after a new transducer was obtained. There was no patient involvement with the initial transducer and there was no patient adverse event reported with the use of the replacement transducer. No additional information was provided.